Manufacturer narrative:
Philips has investigated this complaint. Philips did not have enough information to confirm the reported issue. However the customer cancelled the complaint, therefore no further action could be performed by philips. Based on service history review, the issue did not reoccur. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system starts up in single shot mode and does take floro or semi images. Philips has started an investigation of the complaint.